Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the unit had a cut in the power cord exposing copper wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the scd 700 was performed for the reported condition of, ¿ the unit had a cut in the power cord exposing copper wires¿. The unit was triaged and the reported issue could not be confirmed at this time. Customer complaint broken damaged power cord is verified and has an opening, however there is no copper exposed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.